Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported events of loose power port 1 and power switching. The controller, con191213, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the controller passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to address loose connectors. Log file analysis revealed that the controller, con191213, contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened by the supplier to address momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power port. It was additionally reported that power switching occurred with the controller and no other alarms. No damage to the controller was reported or excessive force on the power connections.  The controller was exchanged. No patient complications have been reported as a result of this event.